Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 06 november 2025, that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the deployment sequence, the gripper lever was moving freely without releasing the clip. Troubleshooting resolved the issue. The clip was deployed successfully. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficulty removing the gripper lines from the clip. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported difficulty removing the gripper lines from the clip could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.